Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Patient reported a major inflammatory condition; this event is not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight of the device to be within specification, deformation and white particles in the shell. Cloudy and voids in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and / or corrected data.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Patient reported a major inflammatory condition; this event is not device related. Device has been explanted.